Event description:
In 2008, the pt reported that he received an e3 (automatic off) and did not know the meaning of the error. His infusion device was programmed to alert e3 if no buttons had been pressed in 24 hrs. He stated that he had performed boluses at 10am and 1pm and he received the e3 alert at 2:20pm. The pt's bolus history listed a 4 unit bolus the day prior, at 2:17pm and the next bolus was listed was for 3 units on original date at 2:50pm indicating no buttons had been pressed for 24 hrs. He stated that the 4 unit bolus was delivered on original date and not on the day before. The pt received the e3 alert at 2:17pm on original date. He stated that he had not changed the time or date. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.